Manufacturer narrative:
B4:13aug2021. An authorized service personnel (asp) was dispatched to the customer site and it was determined that the power switch overlay needed to be replaced to return the device to working condition. The asp replaced the power switch overlay to resolve the reported issue. The device passed performance verification testing. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Date of report: 29jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm.